Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose level was 275 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.